Event description:
It was reported that the pt had a skin graft prior to the neurostimulator being implanted. About a week after the device was implanted, the skin at the pocket site was not healed. Follow-up info received indicated that the pt had the device system removed to help with the necrosis she had at the pocket site and was sent to a plastic surgeon for follow-up. No other pt issues have been reported related to this event. If additional info becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).